Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 5.1; lab: 4.2. Pt's therapeutic range is 2.0-3.0. Customer has 2 other inratio meters and they are having no discrepant results. Only happening on this one meter. Pt is healthy individual. Pt not on heparin or lovenox and has not been hospitalized. Pt does not have cancer and is not anemic. Pt does not have hypo/hyperthyroidism and not taking any antibiotics. Pt does not have lupus or aps. Finger is not being milked. Only one drop of blood is being used and the first drop of blood is being used.

Manufacturer narrative:
Investigation pending.